Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell. The hp stated, she had disconnected and forgot to press stop. The hp stated she then reconnected before the alarm occurred. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr explained, the se 2240 alarm indicates air entered the set up and advised to contact nurse. The tsr reviewed proper procedures per the user manual. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).